Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the implant was removed a couple years ago for an infection and it wasn¿t helping their symptoms. The infection was said to be at the ins site. The date of explant was unknown and it was said to be a partial system explant. The ins was removed, but it was unknown if the leads were also removed. No further complications were reported.